Manufacturer narrative:
The information provided on this form was previously submitted under an incorrect MFR number. The report will be submitted under the correct manufacturing report number 0001825034-2017-10262. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral, cat#: unknown lot#: unknown, unknown tibial tray, cat#: unknown lot#: unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06827, 0001822565-2017-06828, 0001822565-2017-06829.

Event description:
It was reported that the patient was revised to address pain. The femur appeared to not have fully bonded. No additional patient consequences were reported.